Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The manufacturer investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text: device not returned to the manufacturer.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was evaluated by a third-party service center and the customer¿s complaint were confirmed. The device's system board need to be replaced to address the issue. Troubleshooting was carried out and the software was upgraded to see if that resolved the issue. The device has completed and passed all testing.